Event description:
I inserted a dexcom cgns sensor as I have done many times over the past 2 years. At insertion, which was painless, I noticed a sensitivity on my abdomen. This grew into pain and I removed the sensor 4 hours later. The insertion area bled significantly. I applied pressure and the bleeding stopped. Pain resolved with removal. Painful - caused bleeding.